Event description:
Device malfunction: cuff miss (device #2). Time of device malfunction. During vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. The proglide device was removed and four proglide devices were attempted with the same results. Hemostasis was achieved using a perclose at device. There were no reported adverse patient effects. No additional info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not yet complete. Devices #1, 3, 4, and 5- proglide (part #12673-05; lot #62153-6h). Is being filed under medwatch reports. Device #1-2953144-2008-001039 and devices #3, 4 and 5 under a separate medwatch reports.